Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported by the customer during non-patient use that auto pulse platform was displaying blank dots when powered on . After powering off and on, the platform could work though it was still displaying black dots.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll (B)(4) for investigation on 06/09/2016. Visual inspection of the returned platform was performed; and two of the patient straps were rotated because the connection between the strap and the platform was loosen due to the damage. The autopulse platform is a reusable device and was manufactured on 09/22/2009. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and not related to the reported complaint. A review of the archive was performed. User advisory (ua) 45 (shaft not at home position) and ua 2(compression tracking error) occurred which are not related to reported complaint. The device passed functional tests without any fault or error report. This indicates that user had cleared the user advisory before returning the device to zoll. In summary the customer's reported complaint was not confirmed. The root cause for the reported user experience cannot be determined. The functional test was performed, and did not duplicate any of the user advisory or fault. The cables of both lcd and the power board were reconnected as a preventive maintenance. It should be noted that user advisory error messages are designed into the platform when one of several conditions is detected. Ua 45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruct, to clear ua 45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position.